Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. After placement of the watchman device, the physician noticed that the device was deployed without any compression and far from the circumflex. Under echocardiogram, the physician could not see the device directly and noticed that it was very distal into the pericardium. An angiogram was performed and it was noted that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis drainage in the catheterization lab. The decision was made to keep the watchman sheath and closure device in place and transition the patient to the operating room (or). The patient was stable throughout all these events. A sternotomy was performed by the surgeon in the or. The closure device could be visualized once the pericardium was opened. The closure device was outside of the laa, but was still attached to the core wire and the delivery system. A perforation occurred. The surgeon cut the closure device from the delivery system and removed it from the patient. The wds was removed from the patient via the access site at the groin as well. The surgeon closed the laa during the surgery. The patient is doing fine following these events.